Manufacturer narrative:
Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the only portion included in the return was the box with label. The lot number listed on the label matches the lot number in the report. The product said to be involved was not included in the return. Without return of the complaint device a complete evaluation could not be performed. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided with this report indicated the endoscope used with this device was an fujinon eg-600wr. The outer diameter of this endoscope is 9.2 mm. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope. The mbl-6 is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm. Use of the device with an incompatible endoscope is the most likely cause for premature deployment of bands. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the ligator (mbl-6) was used with an incompatible endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The kit malfunctioned. The fourth band came off along with the third band. The patient was not harmed. [The user was] able to complete the procedure with the same kit. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.